Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported unit delivering low volumes on the avea ventilator. The customer stated the unit was on a patient during use; the customer stated they removed ventilator with another ventilator with no patient harm.